Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber balloon catheter (rx3mm2cm155) ruptured at ten atmospheres during the initial inflation for pre-dilation. The device was removed from the patient and the rupture was confirmed. The device was replaced with a different size saber balloon catheter (4.0 x 20mm) to continue the procedure and pre-dilation was successful. Initially, a left branchial approach was made to the heavily calcified lesion in the left external iliac artery using a vassallo guidewire (235 cm floppy). There was some resistance felt while crossing the lesion. The distal end of the guidewire seemed to be frayed, but the procedure continued. After pre-dilation, an unknown smart stent was unable to cross the lesion. The guidewire was replaced with a non-cordis guidewire and delivery of the stent was successful. The physician attempted to replace the guidewire with another vassallo guidewire but was unable to cross the lesion. The guidewire was successfully replaced with a chevalier guidewire. The procedure was completed successfully and was verified using intravenous ultrasound. There was no patient injury reported. The devices were clinically used.

Manufacturer narrative:
As reported, a saber balloon catheter (rx3mm2cm155) ruptured at ten atmospheres during the initial inflation for pre-dilation. The device was removed from the patient and the rupture was confirmed. The device was replaced with a different size saber balloon catheter (4.0 x 20mm) to continue the procedure and pre-dilation was successful. Initially, a left branchial approach was made to the heavily calcified lesion in the left external iliac artery using a vassallo guidewire (235 cm floppy). There was some resistance felt while crossing the lesion. The distal end of the guidewire seemed to be frayed, but the procedure continued. After pre-dilation, an unknown smart stent was unable to cross the lesion. The guidewire was replaced with a non-cordis guidewire and delivery of the stent was successful. The physician attempted to replace the guidewire with another vassallo guidewire but was unable to cross the lesion. The guidewire was successfully replaced with a chevalier guidewire. The procedure was completed successfully and was verified using intravenous ultrasound. There was no patient injury reported. One non-sterile saber rx3mm2cm155 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon looks like had been previously inflated. The unit was inspected under vision system and no anomalies were observed on the unit. A device history record (DHR) review of lot 17551445 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Per dp 12169733 rev 2; leak test was performed. Water was applied to the catheter and the balloon was successfully inflated/ deflated. Neither leakage nor anomalies found. Microscopic (sem) analysis was not required due to no anomalies found. The complaint reported by the customer as ¿balloon-burst - at/below rbp ¿was not confirmed. Per phr review and product analysis performed no issues found. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.